Event description:
The osv ii was tested in water before the ventricular catheter was implanted. However, the cerebral spinal fluid would not drain from the device. There was no cfs liquid draining from the peritoneum catheter side. The physician thought there was a valve problem, so the device changed to another osv ii product and the result was good. A representative from the facility advised that there was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation will be conducted based on the reported information.